Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, they received the incorrect oxygenator within their bundled cardiovascular procedure kit. This occurred three times, however, no event information was provided for the other 2 events. There was no patient involvement as this occurred out of box.